Event description:
It was reported by dealer that the bracket that the gas cylinder attaches to on the tdxsr-cg power chair is bent. Unit is non warranty. Also states that the left motor is noisy. Not with patient when failed. No further information available.